Manufacturer narrative:
Health effect - clinical code: 3261 multiple organ dysfunction syndrome. Health effect - clinical code: 4846 bacteremia. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported events (multisystem organ failure, right heart failure, thrombus, infection, bleeding, patient condition, and the patient outcome) cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists bleeding, right heart failure, multiple types of organ failure, infection, thromboembolism, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This section explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 6 lists infection and thromboembolism as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.". Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was concern for right ventricle (rv) failure following implant with rising central venous pressure (cvp). The patient was on inhaled nitrous oxide, milrinone was added, and dobutamine was increased on (B)(6) 2023. Filling pressures continued to rise despite aggressive diuresis. A protek duo was placed to unload the rv. The patient became hypoxic and vasoplegic overnight from (B)(6) 2023 to (B)(6) 2023, with noted pulmonary edema, low pulsatility indexes (pis) and increasing pressor requirements. The protek duo migrated to the rv resulting in the patient being taken to the catheterization lab for repositioning of the device. An oxygenator was added given hypoxia. 5 units of blood was transfused. Upon return to the cardiovascular intensive care unit (cvicu), there was no improvement prompting a cardiothoracic pulmonary angiogram (ctpa) that revealed an anomalous pulmonary vein causing pulmonary flow reversal and pulmonary edema. The patient was returned to the operating room (or) on (B)(6) 2023 for central vein cannulation and veno-arterial extracorporeal membrane oxygenation (va-ECMO). The hospital course was further complicated by right brachial occlusion status post thrombectomy, and methicillin-resistant staphylococcus aureus (mrsa) bacteremia that was unresponsive to vancomycin, and multisystem organ failure. The patient also experienced coagulopathy despite maximal mechanical circulatory support (mcs), inotropes, and pressors. The family elected to proceed with comfort care in the setting of non-survivable multisystem organ failure. The patient passed away on (B)(6) 2023 due to multi-organ dysfunction syndrome. The device operated as expected.